Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and therapy cable but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The physio-brand defibrillation electrodes were disposed of by the customer following the event; therefore they were not available for examination. After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional details about the reported issue or the patient. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer, an ems crew, contacted physio-control to report that their lifepak 15 device would not detect that a patient was connected via physio-brand defibrillation electrodes (lot code and expiration date unknown) while in paddles lead ECG. As a result, defibrillation was not possible. The first responders, a local fire department, had arrived to find the patient suffering from a cardiac event. The fire department used their philips AED to provide "multiple shocks" to the patient; however, on the final analysis the firefighters stated that their device provided a "no shock advised" decision because the patient was no longer in a shockable rhythm. The ems crew then disconnected the philips AED from the patient and connected the patient to their lifepak 15 device using a set of physio-brand defibrillation electrodes and a quik-combo therapy cable. Per the electronic patient record from the event, the customer's lifepak 15 initially detected the patient; however, the connection was lost and only dashed lines (---) were observed while in paddles lead ECG. After receiving the dashed lines (---) while in paddles lead ECG, a backup device (also a lifepak 15) was quickly obtained in order to continue patient care. The ems crew then plugged the same set of physio-brand defibrillation electrodes into the backup device's quik combo therapy cable. Two shocks were successfully delivered to the patient using the backup device. The patient did not survive the event; however, there was no indication given by the customer that the device use contributed to the patient's outcome.